Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 25 pc. Lot in (B)(6) of 2017. The returned instrument was evaluated and found that the handle to jaw and knob rotation mechanisms were dry and sluggish indicating that this instrument is in need of proper lubrication. Results/root cause/conclusions: parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused this instrument to become dry and sluggish, but it is suspected that the customer did not "lubricate" the instrument prior tosterilization as recommended in IFU {l06109 r04) supplied with the instrument which states "the instrument must be cleaned , lubricated, functionally checked, and sterilized prior to each use. Use a non-silicone, water-based lubricant prior to sterilization. No corrective action required at this time.

Event description:
It was reported that the applier would not open and close during surgery. Another applier was used with no problems. There was no patient injury.

Manufacturer narrative:
(B)(4). A device sample has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier would not open and close during surgery. Another applier was used with no problems. There was no patient injury.